Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not provided by patient.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2022. The patient was discharged. The patient reported he had a follow up computed tomography (CT) scan after his procedure, and was told it was fine, but they kept him on warfarin. He eventually switched to plavix and 81 mg asa only years ago and remains on them. The patient reported that he recently had some chest pain and a CT was performed which revealed a 3-5cm leak. The patient reported that he has a follow up appointment scheduled to see physician.